Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent graft, and a vela suprarenal. On (B)(6) 2016, a secondary procedure was performed to treat an endoleak at an undetermined location. The patient was implanted with an additional vela suprarenal. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported secondary endovascular procedure. Clinical evaluation was unable to confirm the reported undetermined endoleak. Additionally, clinical evaluation found that the suprarenal cuff had migrated (~2cm). The most likely cause of the suprarenal cuff migration was the lateral movement and/or aortic remodeling. Procedure related harms and final patient disposition could not be ascertained due to the lack of medical information surrounding the secondary endovascular procedure. To date there has been no reports of further negative patient sequalae. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Common device name - correction, model number - correction, lot number - correction, expiration date - correction, unique identifier number - correction, concomitant medical products - correction, device manufacturer date - correction, device code - correction.